Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right atrial (ra) lead dislodged and fell into the right ventricle. The ra lead was repositioned and reprogrammed to a less appropriate therapy setting as a result. The ra lead remains in use. No patient complications have been reported as a result of this event.